Event description:
On 09/17/2024, zyno medical received a report that during the preventive maintenance (pm), flow rate failed at 5.62% and needed to be calibrated. No patient involved reported.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it needed an adjustment to the pump's flowrate %. It was confirmed the recalibration fixed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. On (B)(6) 2024 the safety review team established that flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).